Event description:
Information identified in the manufacture's data base indicated the patient died twenty three days post implant of an implantable pulse generator (ipg) and pacing lead. A cause of death will be requested.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.